Event description:
It was reported that this right atrial (ra) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance. The threshold was noted to be within normal range. This ra lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The device remains in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. The lead has been in service for an extended amount of time, and this conclusion code was selected because this is well known old lead. Issues occurring to old leads are not unexpected and can result from multiple causes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance. The threshold was noted to be within normal range. This ra lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance. The threshold was noted to be within normal range. This ra lead and ICD remain in service. No adverse patient effects were reported.